Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump had a blank display. Customer also reported issues with battery longevity, rewind anomaly, and insulin squirting during priming. No other details were given. Product will not be returned.